Event description:
When pt was stuck to access graft, the needle portion disconnected from the hub of the fistula needle so the metal needle was left in pt's arm. Tech was able to remove needle, hold pressure. No injury except some blood loss. This is the second time this has happened with this device.